Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that part of the optic and both haptics were torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon partially inserted a cq2015 three piece collamer lens and the lens was torn during insertion. The lens was removed without enlarging the incision and replaced with the same model lens. No sutures were needed and there was no patient injury.